Manufacturer narrative:
The investigation determined that higher than expected vitros lactate (lac) results were obtained from four different american proficiency institute (api) proficiency samples and two different levels of non-vitros biorad multiqual controls, lot: 46020, using vitros lac slide lot: 3533-0126-6900 tested on a vitros xt 7600 integrated system. The assignable cause of the event was a suboptimal calibration. Calibration responses and parameters were atypical when compared to expected responses and parameters. The cause of the suboptimal calibration was not determined. Acceptable performance was obtained from a calibration using an alternate lot of calibrators with calibration responses and parameters that were typical when compared to expected responses and parameters. A vitros lac slide lot: 3533-0126-6900 performance issue cannot be completely ruled out as unacceptable quality control results were obtained from the non-vitros biorad controls; however, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros lac slide lot: 3533-0126-6900. A performance issue with the vitros xt 7600 integrated system did not likely contribute to the event as acceptable performance was obtained using a calibration with typical responses and parameters, without taking any actions to optimize the vitros xt 7600 integrated system.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros lactate (lac) results were obtained from four different american proficiency institute (api) proficiency samples and two different levels of non-vitros biorad multiqual controls, lot: 46020, using vitros lac slide lot: 3533-0126-6900 tested on a vitros xt 7600 integrated system. Api sample chm1 vitros lac result of 4.5 mmol/l vs the api peer target value of 2.74 mmol/l api sample chm3 vitros lac result of 10.0 mmol/l vs the api peer target value of 6.03 mmol/l api sample chm5 vitros lac result of 2.9 mmol/l vs the api peer target value of 1.77 mmol/l biorad level 1 vitros lac results of 2.53, 2.44, 2.45, 2.44, 2.44, 2.44, 2.45, 2.40, 2.43, 2.44, 2.40, 2.42, 2.41, 2.43, 2.42, 2.40, 2.40, 2.44, 2.44, 2.46, 2.52, 2.37, 2.41, 2.40, 2.42, 2.45, 2.47, 2.44, 2.45, 2.46, 2.45, 2.45, 2.41, 2.44, 2.42, 2.45, 2.38, 2.41, 2.43, 2.44, 2.42, 2.44, 2.40, 2.42, 2.43, 2.41, 2.52, 2.50, 2.48, 2.48, 2.41, 2.42, 2.42, 2.55, 2.45 and 2.43 mmol/l vs. The vitros peer mean value of 1.50 mmol/l biorad level 3 vitros lac results of 9.42, 9.30, 9.13, 9.14, 9.05, 9.10, 9.20, 8.95, 9.07, 9.00, 9.10, 9.03, 9.11, 9.09, 8.94, 9.01, 9.06, 9.17, 9.06, 9.05, 8.96, 8.97, 9.03, 8.99 9.01, 8.86, 9.06, 9.04, 9.00, 9.10, 9.08, 9.04, 9.09, 9.05, 9.20, 9.09, 8.98, 9.01, 9.05, 8.98, 8.98, 8.98, 8.91, 9.02, 9.09, 9.06, 9.16, 9.01, 9.13, 9.05, 8.65, 9.02, 9.04, 9.39, 9.06 and 9.03 mmol/l vs. The vitros peer mean value of 5.49 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher-than-expected vitros lac results were obtained from non-patient proficiency and quality control samples. However, the investigation cannot conclude that patient samples were not or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).